Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ca2 calcium gen.2 results for 2 patient samples (sample a and sample b) from the same patient tested on a cobas 6000 c (501) module. For sample a the initial ca2 result was 3.05 mmol/l. Sample a was retested twice with ca2 results of 3.95 mmol/l and 4.02 mmol/l. For sample b on (B)(6) 2018, the initial ca2 result was 2.16 mmol/l. Sample b was retested three times with ca2 results of 2.40 mmol/l, 3.28 mmol/l, and 3.23 mmol/l. The erroneous results were reported outside of the laboratory. The customer ran precision testing on sample b and the results showed good precision. The customer stated that the patient had died. The patient was being treated for multiple reasons. The customer confirmed that there was no connection between the patient's death and the discrepant ca2 results that were obtained. In the intensive care unit, the customer stated that calcium testing was also run on their bloodgas instruments and all the results obtained were within the reference ranges. Specific data was not provided. The ca2 reagent lot was 296952 with an expiration date that was not provided. The customer stated that no other patient samples showed any questionable ca2 results. Qc results were acceptable. A field engineering specialist checked the analyzer and noticed a pinched tube on the wash station which he corrected. He checked the cleaning pressure of the reagent probe which was okay. The water conductivity was checked which was at 0.067 microsiemens. Precision and qc testing were performed with acceptable results. The customer stated that following the service visit there have been no further discrepant results.

Manufacturer narrative:
A general reagent and pipetting issue can be excluded due to the acceptable reagent precision and qc tests. The investigation did not identify a product problem. The cause of the event could not be determined.